Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - (other): lens not returned. Event problem and evaluation codes: patient code: (B)(4)- no code available (new incision), labeled (B)(4)- no code available (secondary surgery), unlabeled device code: (B)(4)- no code available (lens explanted), labeled (B)(4)- no code available (vaulting), unlabeled method - (process evaluation) : work order search results - (evaluation result) : a lens work order search was performed and no similar complaints were found within the work order. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.